Event description:
It was reported the patient deceased. Upon interrogation of the device, inadequate therapy which failed to convert a patient arrythmia was noted. Other instances of no defibrillation output were noted as well along with under-sensing. There is no known allegation from a health professional that suggests the death was related to the device. The device was explanted. It was reported that the cause of death was unknown.

Manufacturer narrative:
The reported events were under-sensing, inadequate therapy, no hv output and patient deceased. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. The reported event of under-sensing was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the most recent session records were reviewed from (B)(6) 2025. It was suspected that reported event of ¿"atp failed and the 36j accelerated the rhythm to vf. Shock therapy didn¿t convert the rhythm and therapy was exhausted." Was found only an interrogation check, not recorded to remote monitoring. From the session records provided, the device behaved as programmed. On vf episode (B)(6) 2026 9:28 pm, there was some under sensing of vf, resulting in an inappropriate return to sinus diagnosis. There was an episode of vt that was sensed in the vf zone, where atp did not convert and the 36j therapy accelerated the rhythm to vf. The device exhausted all therapies for that episode, and then had an inappropriate return to sinus. The next episode occurred within seconds and was an appropriate vf detection in the vf zone, where atp again did not convert but the 36j therapy appears to have resulted in a conversion. 3 minutes after the successful conversion, additional vf episodes were appropriately detected (9 episodes within 4 minutes) and received therapy, however there were inappropriate return to sinus detections due to undersensing. Important to note is vfta was programmed off in the received device.